Event description:
It was reported that during an implant attempt the lead had increased threshold when connected to the device. The lead was repositioned which then resulted in high impedance. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.